Event description:
Clinical study: it was reported that 220 days after a coronary artery drug eluting stenting treatment procedure, the pt expired from end stage renal disease. The pt was enrolled in the arrive 2 program on the date of the index procedure. Target lesion 1 was located in the mid rca with 90% stenosis and was 15mm long with a reference vessel diameter of 4.0mm. Target lesion 1 was treated with predilatation and placement of a 3.5x16mm taxus stent, with 0% residual stenosis. The pt experienced transient hypoglycemia at the end of the procedure, as well as marked respiratory difficulty before, during, after the procedure. The pt was transferred to a rehabilitation facility eight days later and was discharged hom 17 days post index procedure. The pt was discharged on asa and plavix. During the 1-year follow-up period of the study (220 days post index procedure), the pt expired. Site personnel noted his obituary in the local newspaper and contacted the dialysis ctr where he was being treated for further info. Per telephone contact with the dialysis ctr staff, the pt died in a nursing home with hospice care. An autopsy was not performed. Cause of death was "end stage renal disease". In the opinion of the physician the target vessel was not involved in the death.